Manufacturer narrative:
(B)(4). Catalog # unk but referred to as cook celect filter exp date: unk. Unk as lot # is unk. No device, imaging studies or medical records have been available. Consequently, based on very limited info, it is difficult to comment on the alleged pt death caused by pulmonary embolism due to design of the celect filter. It is possible that the pulmonary embolism may originate from upper extremities instead of proximal lower extremity veins. Instructions for use list pulmonary embolism and death as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. The exact root cause for the alleged pt death caused by pulmonary embolism due to design of the celect filter cannot be determined based on the limited info provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "on (B)(6) 2012, a celect filter was implanted without complications. On (B)(6) 2012, pt died. The cause of death was a pulmonary embolus. Consequently, pt died as a result of the cook filter's defective design."